Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No excessive no delivery alarms noted. Device functioned properly. Device received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that the device alarmed multiple no delivery alarms during prime. Customer's blood glucose was 444 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.